Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Sections d8, d9, h3, h6, and h10 were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was reddish brown foreign material in the water supply hose connection mesh filter derived from iron rust in pipes and silica components contained in water. However, the definitive root cause of the weak water supply flow and foreign material could not be determined. A component thought to be acecide was detected in the lid cracks. The fracture surface had a mirror-like surface and a river pattern, so it is possible that the lid cracked due to a combination of solvent cracking due to the interaction of stress and chemicals, and impact. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿the oer-pro requires routine maintenance and inspection. In addition to checks before use, the person in charge of maintenance and administration of the medical equipment at the hospital should periodically check all of the items described in this manual. If any irregularity is observed, do not use the equipment and inspect it as described in 8.1, ¿troubleshooting guide¿ on page 274. If the irregularity is still present, the equipment must be repaired prior to next use. Chapter 7 routine maintenance 7.16 cleaning the mesh filter in the water supply hose connector caution do not pinch the mesh filter in the water supply hose connector too hard. This could deform the mesh filter or injure your fingers. 5. Clean the mesh filter in running water using a soft brush.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore, the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the olympus endoscope reprocessor, was presenting with the flow of the water supply in the reprocessing basin being weaker than before. Also found the unit having cracks in the lid. There were no reports of patient harm associated with this event.